Event description:
Per medwatch mw5174586: "ge carestation 650 adjustable pressure limiting valve not releasing airway pressure when set to minimum in bag mode. Clinician had to remove the rebreathing bag to release the positive airway pressure during procedure to prevent potential barotrauma to patient. Parts were ordered and waiting for ge service representative to replace."

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting valve was replaced to resolve the issue. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.